Event description:
It was reported that a user experienced a high blood glucose reading on the ilet after changing to a teflon infusion set, with the user suspecting incorrect insertion and subsequently disconnecting the pump when it lost charge. The user decided to use subcutaneous insulin by pen as back up therapy until such time that she can change the supplies. Investigation included complaint handling, user troubleshooting and education, and follow-up calls. Further investigation of this case revealed no device malfunction confirmed and a possible infusion set or user setup issue could not be ruled out. No user reported symptoms during the event associated with hyperglycemia reported with a pump alert for high glucose. Outcomes included temporary interruption of automated insulin delivery and self-treatment with injection. It was concluded that the event was consistent with hyperglycemia with unclear cause and that education and follow-up were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.